Event description:
The consumer stated two tampons came apart upon removal and tampon pieces remained inside of her. The first tampon elongated upon removal. The consumer stated the string detached from the second tampon and it elongated when she attempted to remove it. She visited her doctor and he confirmed that she removed all remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(4) 2013. The visual examination of the unused returned samples did not reveal any product defects or abnormalities